Event description:
It was reported that during a bunionectomy, the drill heated up. The procedure was completed successfully using this equipment, with no report of a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated, and the motor was found to have no power and the rotor was seized within the motor assembly, due to corrosion. Corrosion within the rotor assembly will prevent the rotor from rotating freely, resulting in friction among mating components and potential generation of heat. The motor assembly and rotor assembly were replaced and additional preventative maintenance was also performed.